Manufacturer narrative:
Sections with additional information as of 10-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern. I was able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 176, 213, 198, 157, and 142mg/dl. The customer¿s expected fasting blood glucose test result range is 75-120 mg/dl. Customer was not using the proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The customer had another vial of test strips that had been stored and handled correctly, lot number mw4128s, manufacturer's expiration date of 08/19/2021. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 180 mg/dl and 196 mg/dl using truemetrix meter. The meter memory was reviewed for previous test result history: result: 1:176mg/dl; date:(B)(6) 2020; time:12:02pm; fasting. Result: 2:213mg/dl; date:(B)(6) 2020; time:11:34am; fasting. Result: 3:198mg/dl; date:(B)(6) 2020; time:11:15am; fasting. Result: 4:157mg/dl; date: (B)(6) 2020; time:07:58am; fasting. Result: 5:142mg/dl; date:(B)(6) 2020; time:04:38am; fasting.